Event description:
The customer reported that the jaws would not open while on tissue. They were removed manually and there was no pt injury. The device was returned and visual inspection discovered that the knife and a portion of the webbing was missing and not returned. Add'l questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted. Add'l questions in regard to the incident have also been asked.